Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The specific root cause of the foreign material could not be determined at this time. The suggested event is preventable and detectable by handling the device per the instructions for use (IFU): operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a cloudy image due to damage on the charge-coupled device. Upon further inspection, foreign material was observed in the jet tube due to insufficient reprocessing of the scope. Also, it was observed that the inside of the light guide lens was dirty. Discoloration was observed in the suction, air, and water cylinders. It was also observed that the lock engagement lever, scope connector and electrical connector were corroded. It was observed that the connecting tube had buckles. It was also observed that the bending section cover had a pinhole. It was observed that the plastic distal end cover was cracked. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: charge-coupled device, light guide lens, scope connector cover, grip, switch box and on the right-left knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope had a cloudy vision. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the jet tube which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.